Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the upper buttocks on (B)(6) 2022. On the same day the sensor was inserted, the patient developed a reaction that consisted of redness, inflammation, drainage, a scar and burning sensations which extended beyond the patch perimeter. The patient's parent consulted a healthcare personnel (hcp) who diagnosed the child with cellulitis and prescribed oral antibiotics (flucloxacillin and co-amoxiclav) on (B)(6) 2022. After treatment, the infection resolved. At the time of the report, the patient as in stable condition. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).